Event description:
It was reported the right ventricular (rv) lead had a possible coil fracture. The lead exhibited high and varying impedance on the high voltage rv portion of the lead. The impedance had slowly risen over time. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was rising and the impedance trend on the rv (right ventricular) defibrillation coil was variable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) bi-ventricular defibrillator implanted: 2012 (B)(6); product ID 5076-45 implantable pacing lead implanted: 2006 (B)(6); product ID 419588 implantable pacing lead implanted: 2013 (B)(6). (B)(4).